Manufacturer narrative:
The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
A patient underwent a convergent procedure with concomitant left atrial appendage (laa) exclusion. Convergent procedure was completed and atriclip was confirmed by computed tomography (CT) scan. It was reported that post operatively patient experienced alcohol withdrawal, recurrent atrial fibrillation, and transesophageal echocardiogram (tee) showed laa thrombus. Patient was placed on anticoagulation therapy and discharged to rehabilitation on (B)(6) 2021. On (B)(6) 2021, patient expired due to complications of a stroke. While there is no evidence that the atricure device directly caused the stroke, contribution from the ablation procedure cannot be ruled out and so this event is being reported per part 803. There was no reported device malfunction, and the adverse event was the result of a procedural complication.